Event description:
The reporter indicated that a icl or evo lens was implanted into the patient's eye on an unknown date. "Patient has developed cataract 5 years after surgery." Per the reporter "the patient is a japanese astronaut and is being evaluated by the space program medical staff, including (B)(6) for possible publication as a case study." No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).